Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed unanticipated wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Returned was (1) 151620035 attune posterior stabilized fixed bearing insert, size 5, 6 mm, lot code 536497. The initial reporting did not allege any deficiency against bearing insert and suggested the device was revised as a poly swap. Non-destructive examination of the returned attune posterior stabilized fixed bearing insert, size 5, 6 mm revealed abrasive wear on the posterior edge of the medial condyle compartment. The wear pattern suggests contact with bone. Both the medical and lateral articulating condyle compartments reveal light scratching. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. No evidence was found of product error as a contributing factor to the abrasive wear and the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Examination of the returned device revealed unanticipated wear.